Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. It was monitored for several hours and no button error alarm was noted. The device pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. It also had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. The device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.